Event description:
The caller reported that the battery of their t:slim x2 pump would not charge, and the pump screen remained dark despite attempts to correct the issue using a third-party wall adapter. After leaving the pump connected to a working outlet for 30 minutes, the charging connection was still unstable. Although the caller tried a different charging cable, the problem persisted. There was no adverse impact to the customer's blood glucose level, as they could rely on manual insulin injection therapy as a backup. Tandem technical support decided to send a replacement cable and wall adapter, followed by a new pump with updated software, along with instructions on storage mode and returning the problematic pump.